Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline infection in 2019 which required debridement (manufacturer report 2916596-2021-04774). The patient is reportedly very active and called reporting excessive bloody drainage from the driveline on (B)(6) 2021. The drainage appears to be trauma related from the patient sleeping on their stomach. The patient came to the emergency room (ER) on the morning of (B)(6) 2021 and was reported to be awake and alert, with normal vital signs. The patient has not had any left ventricular assist device (lvad) alarms. The patient had a computed tomography (CT) scan of their chest/abdomen with contrast on (B)(6) 2021 which found a "non-occlusive thrombus in the outflow cannula." No power spikes or low flow alarms were noted. The lvad appeared to be functioning as intended. It was reported on (B)(6) 2021 that the patient had an lvad exchange on (B)(6) 2021. Upon entry, pus was found in the patient's chest due to an unknown infection. The outflow graft (ofg) was found to have a "pus looking thrombus between (the) bend relief and ofg (external) upon visual examination."

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during evaluation of heartmate 3 lvas, (B)(6). The report of an outflow graft obstruction could not be confirmed through this evaluation as no images were submitted for review and the outflow graft was altered prior to being returned for evaluation. A direct cause for the patient¿s reported driveline and pump pocket infections could not be conclusively determined through this evaluation. The reported bleeding between the pump and the apical cuff could not be confirmed through this evaluation and a direct cause for the reported event could not be conclusively determined. A direct relationship between the device and the reported bleeding from the exit site and within the chest cavity could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 12 inches from the pump header. The remaining portion of the pump cable and the modular cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The outflow graft bend relief was returned detached from the outflow graft and the outflow graft was cut lengthwise prior to return. Due to the status of the returned outflow graft and outflow graft bend relief, the reported outflow graft obstruction could not be confirmed. The bend relief collar was returned detached from the pump. The cuff lock was not engaged, and the apical cuff was returned detached from the cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Review of the device history records showed no deviations from manufacturing or qa specifications. Review of the lvad assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing. The heartmate 3 lvas IFU, rev. C is currently available. The IFU lists infection (driveline, localized, and pump pocket or pseudo-pocket) and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This IFU provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The heartmate 3 lvas patient handbook, rev. D, provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.